Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: vertical lines in image and watertight failure from camera cable plug. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a damaged charge coupled device (ccd) component caused vertical lines in the image and a leak water in the cable plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited vertical lines in the image and watertight failure from camera cable plug. There was no patient involvement.